Event description:
Complaint was they could not zero the pump, after multiple attempts including a console change to no avail, they decided to try another catheter which worked fine. No patient issue from this incident was noted. No patient injury or death resulting from the event. Patient has since died on (B)(6) 2013.

Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood on the exterior of the catheter. No blood was observed inside the catheter. No kinks were found. Product evaluation: the technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025" laboratory guide wire through the inner lumen and found that the inner lumen was occluded. The technician was unable to clear the occlusion; however, evidence of dried blood was observed at the tip of the guide wire. Conclusion: dried blood occluding the inner lumen can cause difficulty during aspiration/flushing of the inner lumen, monitoring the arterial pressure waveform, or with zeroing the pump. The instructions for use recommend to maintain a continuous flush on the catheter inner lumen to avoid occlusions. A review of the device history does not indicate any lot specific issues. (B)(4).